Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a fall and felt a pop and it doesn't work anymore so the hcp took the batteries out of the remote and put it in the closet. The hcp did not know if the patient meant the patient programmer or ins when they said ¿doesn't work¿. No further complications were reported/anticipated.